Event description:
On (B)(6) 2026, it was reported by an arthrex's employee via an email that for 2 units of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, both its anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using a third ar-1927bcf-45. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, batch 15394201, was received for evaluation. Visual inspection revealed that the anchor was broken, with part missing. The device was returned without the sutures. Deformation was noted on the remaining threads. A functional test was not performed because the device was damaged. The most likely cause of the reported failure is use error, including inadequate bone preparation, excessive force, or improper surgical techniques. Directions for use (dfu) dfu-0087-eo corkscrew®, pushlock®, and swivelock® suture anchors g. Precautions 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing it into the prepared bone socket. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone.